Event description:
It was reported that the patient presented for a follow-up in clinic. It was noted that the implantable cardioverter defibrillator (ICD) inappropriately switched to backup (bvvi) mode due to a power on related reset (por). The patient was asymptomatic. The ICD was successfully reprogrammed, and the patient left in stable condition.